Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had critical pump error. The customer¿s blood glucose was 165 mg/dl. Customer felt her pump vibrating so she checked her pump and she saw that alarm. Troubleshooting was performed for power error. The customer was advised pump will be replaced. Advised to revert to backup plan per hcp's instructions. The insulin pump will be returned for analysis.